Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that they have had some (6) package of optipac that had failed. It was the same problem with them all. The monomer will not get in to the cylinder. Three packages had already got ridden. Another package was used in all situations. Six complaints has been opened in totality related to the same subject (splitted).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : event, common device name, concomitant medical products, initial reporter name and address:, MFR site, report source, PMA/510k, if follow-up, what type, device evaluated by MFR. The returned device was evaluated and no non-conformity has been detected which could be related to the described event. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer will not get into the cylinder. Another product has been used. The storage condition of the product is : o temperature 21 °c, the operating room condition is : o temperature 21 °c, o humidity 60 %.